Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No unexpected error alarms were noted. However, the insulin pump was received with a cracked case at the display window corners.

Event description:
It was reported that the customer had to set up the time and date every time on her new insulin pump. Customer has had an external ram error alarm and an unexpected restart alarm. Customer stated that the alarms occurred when she changed out the batteries. Customer experienced an unexpected restart. Customer was advised to monitor the pump and call back if issues recur. Customer did not want to troubleshoot for the alarm. Customer was told that this usually happens when the pump has an unexpected restart. No additional information provided.